Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service rep. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a loose/not fully seated cable connection to the alarm pcba. The carefusion field service rep was unable to determine why the connection was loose/not fully seated. The carefusion field service rep disconnected the cable from the alarm pcba and reconnected it ensuring that the cable connector was fully seated into the receptacle on the alarm pcba. The carefusion field service rep then ran the device through a complete checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the user facility's control ready to be placed back into service. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following descriptions of the event were documented by a carefusion tech support specialist in response to phone conversations with a user facility representative. "[Name removed] called and he said that the low battery light is on all the time. He wanted to know what that was. Explained to him that the battery on the unit should be checked and or replaced if it's bad. He will have them check that and call back if they need more help." "[Name removed]" called back to report that after he replaced the 9v battery, the "low battery light" went out, but still there are no audible alarms. I explained that this could mean that the audible alarm is not functioning or there is a problem with the alarm board. Under their total service agreement, I confirmed that they are entitled to a loaner 3100a at a reduced rate should they need one. I will dispatch a service call and place it in the rep's queue. He understands that it is very late in the day so the return call won't be until monday. He understood."